Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following journal article: comparative evaluation of 2.0-mm locking plate system vs 2.0-mm nonlocking plate system for mandibular fracture: a prospective randomized study. Singh, v., kumar, I., bhangol, a. (2011) comparative evaluation of 2.0-mm locking plate system vs 2.0-mm nonlocking plate system for mandibular fracture: a prospective randomized study. Int. J. Oral. Maxillofac. Surg. 40: 372-377. This was a prospective randomized clinical study that evaluated the efficacy of a synthes 2.0-mm locking plate/screw system compared with a synthes 2.0-mm non-locking plate/screw system in mandibular fractures between november 2007 and june 2009. Fifty patients (4 females, 46 males, average age 30.04 +/- 8.5 years) were randomly assigned to 2.0-mm locking plates (group a) or 2.0-mm nonlocking plates (group b). A (B)(6) male in group b developed an infection that required local curettage. This report is 9 of 9 for complaint (B)(4). This report is for one unknown titanium non-locking miniplate system.